Manufacturer narrative:
Sientra complaint #: (B)(4). Investigational device [ide], no expiration date or date of manufacture available. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left implant ruptured, discovered during surgery.

Manufacturer narrative:
Sientra complaint: (B)(4). Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Request to void this report because it is a duplicate of report number 1651189-2022-02623.